Event description:
It was reported the device doesn't appear to pace nor will rap (rapid atrial pacing) when enabled show the expected value of 320 but instead showed 111. No pacing leds (light emitting diodes) light up upon turning on the device. It was also reported the device will not power on even though the battery was changed out. The device is being returned for calibration and repair. There was no patient involvement. It was further reported the device was returned.

Event description:
It was reported the device doesn't appear to pace, nor will rap (rapid atrial pacing) when enabled show the expected value of 320, but instead showed 111. No pacing leds (light emitting diodes) light up upon turning on the device. It was also reported the device will not power on even though the battery was changed out. The device is being returned for calibration and repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was later performed on the interconnect flex. This analysis could not confirm the reported event or the reported failures found during servicing of the unit. From a circuit analysis perspective there is no interconnect flex failure mode that could cause a unit to enter calibration mode. All circuitry required to enter calibration mode is located on the main pcb. Conclusion: no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of electrical specification.

Event description:
It was further reported the device was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.